Event description:
Customer reported that the insulin pump is alarming, squirting the insulin out during the manual prime process and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to loose and protruded drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.